Event description:
T-wave oversensing (twos) on the right ventricular (rv) lead was reported. The lead remains in use. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).